Event description:
The report from the field indicated that during a coronary stenting procedure, while attempting to remove the stent delivery system (sds) through the introducer sheath the cypher 2.5 x 18 mm stent dislodged. The dislodged stent migrated to the right iliac artery and was unable to be retrieved. The stent was then deployed in the patient's right tibial-peroneal artery. The target lesion for the procedure was the right descending artery (rpda). No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.